Manufacturer narrative:
Original MDR filed 07/27/2016. Supplement provided to correct product lot number. Original typographical error was gc7073. Corrected in supplement to lot number ga7073 as previously correctly stated in original MDR submission.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant elevated hb1c results is user error. The account failed to input the correct lot specific scaler value for lot ga7073 when calibrated. Qc had remained within their laboratory ranges. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. The siemens customer care center representative instructed the customer to input the correct values for their reagent lot. The hb1c flex reagent cartridge IFU states: hb1c requires lot-specific scalers which must be entered in the calibration set up screen, prior to calibration. The scaler values are provided on the flex reagent cartridge carton. These scalers are applied to all qc and patient results to maintain accuracy. Failure to enter the lot-specific scalers may cause inaccurate results. Entering the correct scalers into the instrument for the more recent hb1c lot in use and recalibrating had corrected the problem. The account recalibrated the method with the correct scaler. The account evaluated patient results reported during the time span when the wrong scaler was in use. Corrected results were issued. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated hb1c results were obtained on the dimension exl system on patient samples. Patient results had been reported to physicians during a period in which an incorrect scaler value had been entered for the hb1c method. After an investigation, it was determined that an incorrect scaler value had been entered by the account for calibration. Patient samples were rerun with the recalibration using the corrected scaler value and lower results were obtained. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of discrepant hb1c results. There was no report of adverse health consequences as a result of discrepant hb1c results.